Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. The device memory indicated a sensing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor exhibited a sensing issue, with no sensing detected from the device despite the sensitivity being programmed to the most sensitive setting (0.025 mv) and the presenting electrocardiogram showing an r wave of greater than 0.1 mv. There was a sudden and sustained loss of functionality in sensing, which was identified as a possible device issue rather than being attributed to small r waves. No r wave measurement or sensing was detected by the device, and no episodes were stored for review. Both in-clinic and carelink transmissions showed no sensing, even though a clear electrocardiogram was visible. Diagnostic checks using a mobile programmer application confirmed the absence of r wave measurement or sensing. No patient complications have been reported as a result of this event.